Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of rayner intraocular lens (iol) haptic broke during implantation. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00092.